Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a 70 mm diameter thoracic aortic aneurysm. The patient had small, medium and large aneurysms on the descending aorta. The patient had a previously implanted y-shaped blood vessel prosthesis implantation to treat an abdominal aortic aneurysm (aaa).   It was reported that during the index procedure, the physician intended to implant the vamf3636c200tj just above the celiac artery. Since the access vessels were narrow on both sides (4.8 to 8 mm) and calcification was severe, an 18 fr non-medtronic sheath was inserted from the contralateral side, and the vamf3636c200tj was inserted in the state that the reliant balloon was inserted. In addition, a 22 fr non-medtronic sheath was used as a "dummy" sheath and inserted. At the point of "dummy", even though it was difficult to insert, insertion was successful and the vamf3636c200tj was inserted. When the delivery system was removed, the distal anastomosis portion of the abdominal y-shaped graft was disrupted and a rapid drop in blood pressure was noted. After occlusion was performed with the reliant balloon, a non-medtronic limb was implanted from the y-shaped graft to the external iliac artery (eia). On the contralateral side, when the 18 fr non-medtronic sheath was removed, the anastomosis portion of the contralateral y-shaped graft disrupted. A second non-medtronic limb was implanted from the y-shaped graft to the eia while performing occlusion. After it was confirmed that the blood pressure was stable, the procedure was completed. Per the physician, the cause of the event was related to the patient vessel morphology, due to the narrow and severely calcified access vessels.   No additional clinical sequelae were reported and the patient is fine.